Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the non-calcified and moderately tortuous superficial femoral artery. This 2mm x 20mm x 143cm coyote es mr balloon catheter was selected for pre-dilation. The 1st and 2nd inflations were inflated to 10 or 12atms. Upon the 3rd inflation the balloon ruptured at 12atms. The procedure was completed pre-dilating the lesion with a 2.0mm x 40mm sterling es mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).